Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg site was uncomfortable due to patient losing weight causing the ipg to flip in the pocket. Additionally, patient was experiencing ineffective therapy due to fracture of one of the scs leads. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg and the leads were explanted and replaced to address the issue. It is unknown which lead caused the issue.